Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigations, the foreign material inside the lg-lens and its glue was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Since the material adhered not to an outer surface of the scope, the material was not removed by reprocessing. A probable cause was that humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: due to damage on switch 2 water tightness was lost, grip had a scratch, air/water cylinder had no color, suction cylinder had no color, switch box had a scratch, sc cover unit has a scratch. . The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, a duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was foreign material inside the light guide lens. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.